Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white foreign material inside the air/water tube, air/water cylinder, and jet tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.  A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it was presumed that reprocessing was not conducted properly due to leakage from deformed switch #1, causing the materials to not be eliminated. It was confirmed that the materials adhered to the air/water-cylinder, air/water-channel, and auxiliary water channel, but we were unable to identify the materials. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: "cf-hq1100dl/I operation manual chapter 3 preparation and inspection", and preventative measures in "cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope."  Olympus will continue to monitor the field performance of this device.